Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. During evaluation, an additional reportable malfunction was identified: the printed circuit board (dp board) was found to be defective. The root cause could not be determined. However, the most probable cause of the malfunction was a lack of video signal resulting from a defective printed circuit board (dp board). The malfunction was attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device has no video signal. The issue was found during set up. There were no reports of patient involvement.